Event description:
1245: angioseal failed to deploy. Manual pressure held until hemostasis achieved. Dressing applied. Right femoral angio performed prior to deployment. Heparin 1000 units IV given at 1228.

Event description:
Add'l info rec'd from MFR 5/25/00: on 2/7/00, st jude medical, daig div received a report that shuttling occurred during an attempted deployment of an angio-seal vascular closure device. Manual pressure was applied and hemostasis was achieved. The physician stated that they might have inserted the sheath too far into the artery. There were no consequences to the pt. Based on the info provided to the daig div, and consistent with the medical device reporting criteria, the event was not considered a reportable event. 1. The mfg lot and/or serial number of the device listed in the medical device report. 8f angio-seal vascular closure device reorder no 610089 lot no 105801 2. The final results of any failure analysis or lab testing of the device listed in the report. The device was received and inspected per the requirements of general inspection procedure 0131 (evaluation of complaints), general inspection procedure 0057 (processing of returned product), and general inspection procedure 0130 (handling of returned devices for evaluation), which includes, but is not limited to: 1) visual inspection for kinks and other mechanical damage, 2) removal of the tensioner cap and inspection of the tensioner mechanism, 3) examination of the tip of the sheath and carrier tube for damage, and 4) examination of the anchor, collagen, and suture for condition with respect to the incident report. In addition, the device was visually examined to determine if the condition of the device might have contributed to the reported incident. No product anomalies or failure modes were identified during this investigation. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. Results of this investigation revealed that the reported non-deployment of the angio-seal device was not device related. 3. Any evaluation of other info used by firm to determine whether the events described in the medical device report are or are not attributable to the device. Add'l inspection and tests were conducted on devices from various lot numbers and sources. The inspection included dimensional measurement of the location of the anchor and collagen. Three different insertion methods were used. In-vitro model testing confirmed that, if used according to the instructions for use (IFU), the device will deploy properly. In-vitro testing also revealed that the 8f devices used in arteries 6mm ID or smaller, when combined with longer than indicated insertions, will exhibit a higher incidence of device non-deployments due to false hook pullouts or failure to obtain anchor hook-up at the sheath tip. In conclusion, testing revealed that there are no apparent mfg issues with the product that would suggest a cause for non-deployment of the angio-seal device. 4. The date firm received info about the event described in the medical device report. The event was reported to a rep of the daig div on 2/7/00.